Event description:
After iabp for 36 hours the iab leaked. Blood was noted in the tubing. On 8/6/98, the following information was reported to datascope: the iab was inserted into the pt on 7/23/98. After iabp for 34 hours, the "gas loss" and "iab leak" alarm sound from the system 97 pump and blood was noted in the iab. The iab was removed and no second was inserted. (Pt's current status: stable -rpt'd 8/6/98.